Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of a moderately scarred right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. The clip had deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.